Event description:
Note: this report pertains to the third of four malfunctions occurring in the same patient. On july 17, 2007, it was reported to boston scientific corporation that a resolution hemostasis clipping device was used in a hemostasis procedure for an arterial bleed located above the banded varices in the proximal esophagus. After the first and second resolution hemostasis clipping device failed, a third clip was used. The clip "failed to deploy"; however, the nurse could not confirm if the clip had grasped the tissue nor could they specify how the clip failed to deploy. A fourth resolution hemostasis clipping device was then used and also failed to deploy. (See associated medwatch).

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The june 2007, 15-month resolution clipping device product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. See associated medwatch reports 6000048-2007-00263, 6000048-2007-00264 & 6000048-2007-00265. Bsc reference a00076050/502726.